Manufacturer narrative:
Additional information updated: b5: describe event/problem. D6b: explant date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally evaluated, and it passed all testing. The cuff was visually inspected and tested for leaks. While the component passed visual inspection, it did not pass the leakage test due to fluid loss caused by a pinhole located along the lateral edge of the cuff shell, consistent with sharp instrument damage. The balloon was visually inspected and leak tested. No damage or abnormalities were noted, and no leaks were identified. The component was not functionally tested, as the lot number was not provided along with the balloon specifications. The reported patient symptoms of abscess, purulent discharge, swelling and redness are known risks associated with ams 800 procedures and are noted as such in the device instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a bulge in the lower abdomen, from which pus emerged. Additionally, the pump area was red and swollen; therefore, a removal surgery was performed. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a bulge in the lower abdomen, from which pus emerged. Additionally, the pump area was red and swollen; therefore, a removal surgery was scheduled. No additional information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a bulge in the lower abdomen, from which pus emerged. Additionally, the pump area was red and swollen; therefore, a removal surgery was performed. No additional information was provided.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. H6: impact codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally evaluated, and it passed all testing. The cuff was visually inspected and tested for leaks. While the component passed visual inspection, it did not pass the leakage test due to fluid loss caused by a pinhole located along the lateral edge of the cuff shell, consistent with sharp instrument damage. The balloon was visually inspected and leak tested. No damage or abnormalities were noted, and no leaks were identified. The component was not functionally tested, as the lot number was not provided along with the balloon specifications. The reported patient symptoms of abscess, purulent discharge, swelling and redness are known risks associated with ams 800 procedures and are noted as such in the device instructions for use.